Manufacturer narrative:
H2: the revision reported was likely the result of prosthesis wear and osteolysis, which may have contributed to the tibial tray subsidence. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and images were not provided.

Manufacturer narrative:
Section d10: concomitant products cemented finned tib. Tra sz 2f/1t (cat# 200-04-21 / serial# (B)(6)), optetrak asy,cr cemented femoral, sz 2 (cat# 230-02-02 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, after about six years later from a primary surgery, the 80 y/o male patient who had total knee arthroplasty using cr slope + tibial inserts complained knee swelling and pain, the surgeon diagnosed the wear of the tibial inserts, then revision surgery for the replacement of the tibial inserts for both side were performed. Surgeon decided that all exactech¿s component was removed and competitor¿s revision device was implanted for both side. Polyethylene particles and proliferative (growth) tissues on the surgical field were resected by the surgeon appropriately. There was no no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images. The device is not available for evaluation. No other patient information/medical history reported. . ,

Manufacturer narrative:
After review of information received and the completion of investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the revision reported was likely the result of prosthesis wear and osteolysis, which may have contributed to the tibial tray subsidence. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and images were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04254. The following sections were corrected: d10 (d10) concomitant products: - optetrak asy, cr cemented femoral, sz 2 (cat# 230-02-02 / serial# (B)(6)). H6: the revision reported was likely the result of prosthesis wear and osteolysis, which may have contributed to the tibial tray subsidence. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The tibial tray subsidence observed in the provided radiographs may have been the result of insufficient bony support for the implant, poor bone quality, under sizing the tibial tray, or any combination of these possibilities. The extent and root cause of the prosthesis wear and tibial subsidence could not be determined as the devices were not returned for evaluation, and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.